Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2 was showing open when it was closed. A field service engineer replaced magnet insep to resolved this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not recognised to draw closure. The customer indicated that they were able to retrieve the medication through pharmacy and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.